Manufacturer narrative:
Despite according to the surgeon: there was no negative clinical effect to the patient due to the biopsies. There was no harm to any surrounding anatomical structures such as blood vessels, or important brain tissue, nor any increased risk for these: the post-op CT scan shows slight tissue bruises in the tentorium region but this region has no significance and is of no importance as conveyed by the surgeon. There was also no negative clinical effect due to prolong of surgery/anesthesia of ca. 1 hour to this patient. The surgery was completed successfully as intended; the biopsy sample from the desired/targeted area was retrieved at the same surgery. There are no further remedial actions necessary, done or planned for this patient due to this issue. A risk to the patient's health could not be excluded for these specific circumstances, since biopsy samples were taken in a different location in the brain than intended, with the brainlab device involved. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the discrepancy of the virtual display by the navigation, compared to the actual location of the lesion, and for the location of biopsy different than intended at this surgery, is a combination of the following contributing factors: main cause: the navigation reference array and/or the patient's head in the head holder did most likely move during the surgery, due to insufficiently rigid fixation. This was apparently also not recognized during the necessary continued verification of accuracy throughout the procedure. Further: for the initial patient registration on the pre-op MRI to match the virtual display of the navigation to the current patient anatomy, the registration points acquired were not sufficiently distributed. Additionally, the markers spheres used on the instruments during registration and (direct) verification of registration were not unused as required. These factors can contribute to a less than ideal match and to a discrepancy to the tracking situation during the surgery using new, sterile spheres. A shift of the patient's brain might have occurred in between the pre-operative MRI and the anatomical situation during the surgery, e.g. Due to the bone flap and loss of cerebrospinal fluid, potentially causing a difference in the location of the brain anatomy. The biopsy needle itself was not navigated: the sole beforehand determination of the target/direction with the pointer is a limited technique, and discrepancies between the desired and the actual location of the freehanded needle can neither be displayed by nor compensated with aid of the navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to inform this hospital about the investigation results, and to re-iterate to this customer: to always ensure a rigid fixation of the patient's head in the head holder, and to avoid movements of the patient's head. The importance and necessity of rigid fixation of the reference array, also at the exchange from the unsterile to the sterile array, and to avoid movements of the reference. The appropriate registration point distribution as required by the navigation, and to always use new, unused marker spheres also during unsterile patient registration. To verify the accuracy of the navigation as required throughout the procedure, specifically near the region of interest, and especially after e.g. Drilling of bone; and if necessary, how to improve the accuracy result of the registration with the functions available in the navigation. To always consider possible brain-shift at the surgery in comparison to the image scan used by the navigation. The functions / options available with the brainlab navigation to navigate invasive instruments, e.g. Biopsy needles.

Event description:
A cranial surgery (open craniotomy) for a biopsy of a lesion with a size of ca. 35mm, located temporal right and ca. 40mm deep in the brain, was performed with the aid of the virtual display of the brainlab navigation. A pre-operative MRI was acquired three days before the surgery to use with navigation. During the procedure the surgeon: positioned the patient in a lateral supine orientation in a head holder. Performed the initial patient registration on the pre-op MRI to match the virtual display of the navigation to the current patient anatomy. Verified the accuracy of the registration on the patient's skin to be acceptable for use. Located the target with the navigated pointer, marked the entry point on the patient's edge with a marker pen to plan the craniotomy, and verified it with the pointer. Re-checked the navigation accuracy after the patient was draped and navigation reference array was exchanged to a sterile array. Created a burr hole with an incision size of ca. 14mm, consecutively a (temporary) bone flap, and dissected brain tissue for the path to lesion with information displayed by the navigation aid when using the pointer. Performed two biopsies (attempts) freehand with not navigated biopsy needles guided under vision. The biopsy samples taken were confirmed by pathology to be white matter. The surgeon detected from visual examination that he actually was in the tentorium, ca. 2 cm away from the intended target with the trajectory path posterior to the lesion, when the navigation was pointing to the lesion/ intended target. Closed the dura flap, undraped the patient and performed a new patient registration with the navigation on the same pre-op MRI, and verified the accuracy of the new registration. Re-draped patient, re-verified accuracy, opened the dura flap and performed another biopsy, using the same entry point and the same technique as before with tissue dissection for the path using navigation information from pointer, then a not navigated biopsy needle guided under vision. This biopsy sample retrieved at the same surgery was from the targeted area. According to the surgeon: there was no negative clinical effect to the patient due to the biopsies. There was no harm to any surrounding anatomical structures such as blood vessels, or important brain tissue, nor any increased risk for these: the post-op CT scan shows slight tissue bruises in the tentorium region but this region has no significance and is of no importance as conveyed by the surgeon. There was also no negative clinical effect due to prolong of surgery/anesthesia of ca. 1 hour to this patient. The surgery was completed successfully as intended; the biopsy sample from the desired/targeted area was retrieved at the same surgery. There are no further remedial actions necessary, done or planned for this patient due to this issue.